Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total knee arthroplasty procedure. During the case, the tip of the bone pin broke off in the patient's femur while inserting them. The outcome of the case was successful.

Manufacturer narrative:
Reported event: the tip of the 3.2mm x 140mm bone pin broke off during insertion. There were no reported adverse health consequences. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to millstone on 03/21/2016 and accepted into final stock on 03/21/2016 per erp. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w45622 shows 1 additional complaint related to the failure in this investigation. This complaint is: (B)(4). Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon does not use the array stabilizers to insert the bone pins. As such, this is off label use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard). Product not returned for evaluation.

Event description:
The surgeon performed a total knee arthroplasty procedure. During the case, the tip of the bone pin broke off in the patient's femur while inserting them. The outcome of the case was successful.